Event description:
Information received indicates the foot of the bed is slowly drifting 4-5 inches and then stops.

Manufacturer narrative:
The technician found the hydraulic fluid level very low in reservoir due to leak from bottom of the hydraulic manifold. The technician replaced the manifold to repair the bed.